Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as an internal blood leak. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure. Visual examination did not identify any defects or damage on or within the returned dialyzer. The dialyzer was subjected to a laboratory internal leak test which failed in the form of a steady stream of bubbles originating from the non-cavity ID end. No leaks were identified on the dialysate side of the dialyzer during internal leak testing. The dialyzer was subjected to a destructive disassembly to better visually examine the dialyzer. Both sonic wielded screw flanges were removed to inspect the polyurethane potting which was noted that both polyurethane potting ends remained intact. There were no visual separations on the potting cut surface and no displaced or stray fibers. The fiber bundle was then removed from the dialyzer housing where no broken, loose, looped/kinked, or short fibers were observed. The fiber bundle was submerged in a water bath with low air pressure flowing from the non-cavity ID end blood port, where no leaks were detected. The inferior surface of both polyurethane potting ends were examined for voids in which no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.